Event description:
It was reported by the grandmother that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 293 mg/dl. The customer went to give himself a bolus and he was unable to enter in, there was no response from the insulin pump. The numbers kept scrolling and they didn't stop and work again until the battery was taken out and put back in. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.